Manufacturer narrative:
(B)(4). P-cap reservoir locks properly into place. Insulin pump passed the displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected pump error alarm noted during testing. The following were noted during visual inspection: corroded battery tube, corroded electronic assemblies, cracked case (battery tube), cracked battery tube threads, pillowing keypad overlay and minor scratches on case.

Event description:
Information received by medtronic indicated that the insulin pump showed pump error. Customer was able to successfully clear the alarm and complete the insulin pump rewind. No harm requiring medical intervention was reported. Insulin pump was reported for analysis.